Event description:
A pharmacist reported that a customer returned a bottle of test strips stating they were not accurate. She did not have any specific info regarding the complaint. The pharmacist processed a full refund for the test strips. She did not have a customer name or telephome number. For this reason, the rep cannot contact the customer for add'l info.